Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): defib conductor fractured, the inner tubing was kinked/buckled, the outer tubing was melted, the outer tubing had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; full lead returned and analyzed.

Event description:
It was reported that a patient alert was triggered by high impedance in the right ventricular lead, and a fracture was suspected. It was further reported that the patient's daily optival impedance measurements showed significant deviations. The lead was removed and replaced. No patient complications have been reported as a result of this event.